Event description:
A nurse using a prefilled catheter flusher finds that the syringe piston is dislodged, interfering with normal use.

Event description:
A nurse using a prefilled catheter flusher finds that the syringe piston is dislodged, interfering with normal use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.